Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by a sales representative via (B)(4) that an ar-3355-5230 scope has had its threaded portion pulled off completely. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3355-5230 serial/batch number 1652881 was received for evaluation. Functional testing was not performed due to damage to the device. Visual inspection found damage in the lens, shaft, and threaded portion. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.